Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Microscopic inspection revealed a black fiber, approximately 1.0 mm long, between the inner and outer pouches. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed inside the inner pouch of a 15cm vascular probe. This observation was made prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.